Manufacturer narrative:
Conclusion: a 1.5 cm piece of explanted suture was returned for evaluation. It degraded in several pieces by pulling on both ends. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The surgeon opined the infection could be caused by flow at the point of the suture wire. The patient was treated with negative pressure therapy and treatment was stopped because the wound healed. (B)(4).

Event description:
It was reported that the patient underwent knee surgery on an unknown date and suture was used. 37 days following the procedure, purulent discharge was noted and some of the suture did not absorb. The patient experienced scar dehiscence, delayed wound healing and an infection. A sorbact dressing was established. Additional information has been requested.